Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. The event of lead explant/replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Reference manufacturer number: 1627487-2020-22454. It was reported that one of the patient's two scs percutaneous leads had migrated, causing ineffective therapy and high impedances. The migration was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the scs leads were explanted and replaced to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.